Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. There was no impact to the customer's blood glucose level. Reportedly, the customer was unable to clear the alarm. Multiple attempts were made by tandem technical support to complete troubleshooting with the customer, however no response was received.